Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Near the end of burring the anspach started making a audible grinding noise. After the case we tested it with multiply hd long attachments and the grinding noise remained. Anspach started smoking while doing the burr status check; case type: pka.

Event description:
Near the end of burring the anspach started making a audible grinding noise. After the case we tested it with multiply hd long attachments and the grinding noise remained. Anspach started smoking while doing the burr status check case type: pka.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor started making a audible grinding noise. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. The anspach emax 2 plus burr motor e2 error (handpiece lock engaged) displayed on anspach console -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor started making a audible grinding noise failure of p/n: emax2plus, s/n: k47312028410. There have been no other similar events for the referenced serial number conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by milien jean charles (sr. Technician, robotics) and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.